Event description:
It was reported that pump displayed alarm and caller was unable to load new cartridge because alarm continued. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer was instructed to use multiple daily injections as backup therapy.